Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion.

Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system were an attempted implant due to noise as a result of air bubbles. It was noted that the sealing rings appeared to have a hole. Technical services (ts) discussed troubleshooting the air bubbles including burping the device header and checking the sealing rings. The physician however, requested a new device be placed at which point the same phenomenon occurred. The physician then requested a different right ventricular (rv) lead be implanted. That rv lead was connected to the new device and the issues subsided. It was thought that the first rv lead may have been tight near the clavicle however, the lead had measured well. The new ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system were an attempted implant due to noise as a result of air bubbles. It was noted that the sealing rings appeared to have a hole. Technical services (ts) discussed troubleshooting the air bubbles including burping the device header and checking the sealing rings. The physician however, requested a new device be placed at which point the same phenomenon occurred. The physician then requested a different right ventricular (rv) lead be implanted. That rv lead was connected to the new device and the issues subsided. It was thought that the first rv lead may have been tight near the clavicle however, the lead had measured well. The new ICD and rv lead remain in service. No adverse patient effects were reported.